Event description:
The customer reported that the system intermittently would not boot up and the interconnect cable had to be wiggled to get the system to start up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was identified as being defective. The customer has decided not to repair the system at this time.